Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that there was moisture in the device. Customer's blood glucose was 22 mg/dl. Ems was dispatched due to customer's low blood glucose. Customer was wearing the device at time of the hospitalization. Customer was dispatched from the hospital with blood glucose of 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, self test, unexpected restart and off no power tests. However, unable to prime the pump during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump was received with a high stop current due to a corroded lcd board and mother board. Traces of corrosion were found at the motor assembly per visual inspection. No unexpected audio/beep anomalies were noted. The pump was received with a cracked case at the display window corners and display window. The pump was received with minor scratches on the display window.